Event description:
In 2006, the pt reported that the previous evening she experienced elevated blood glucose of 385 mg/dl. She stated that there was an air bubble in her insulin cartridge. She disconnected from her infusion set and performed 2 primes but no insulin dripped from the end of the infusion tubing. She then changed her insulin cartridge and infusion tubing and bolused to lower her blood glucose. She stated that her blood glucose was still elevated at 2am and she bolused. When she woke up in the morning her blood glucose had returned to normal (90-140 mg/dl). The pt stated that she uses room temperature insulin and primes all air bubbles out of the insulin cartridge prior to use. She stated that she does not adjust the piston rod prior to inserting the insulin cartridge. She was educated on the proper procedure. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.